Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient has retention, and they just had their catheter removed yesterday, (B)(6) 2017. It was noted that they are able to urinate on their own, but it¿s not easy; they do not need to self-cath at this time. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 31st reported the retention was a preexisting condition. There were no further complications that have been reported as a result of this event.